Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up, multiple episodes of inappropriate auto-mode switch due to lead noise were observed. The noise was reproduced with isometric exercises with left arm. The lead will continue to be monitored. The patient was stable.